Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during surgery the liquid was not pulled into the cartridge, beside of correct handling. The vacuum tube has been used a second time. Powder and liquid had already been mixed before this second use.

Event description:
It has been reported that during surgery the liquid was not pulled into the cartridge, beside of correct handling. The vacuum tube has been used a second time. Powder and liquid had already been mixed before this second use.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.